Event description:
Pt was positioned on titan bariatric bed and intubated when the head piece of the bed fell off (headsection 530), and the pt's head fell backwards. Pt had to be awakened for neurological assessement and cervical spine x-rays.